Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer used cold insulin with the pump. In addition, the customer did not perform the air removal step during the load sequence. Tandem customer technical support informed customer insulin should be at room temperature and proper load sequence steps per the user guide. Customer changed cartridge and infusion set to address the issue.